Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the starter hole was off center in three wafers. End user states "had 4-6 days wear time but I had to apply some ostomy paste on the edge where the plastic disc was showing. I did find that the plastic disc edge started to dig into my skin under the flange as the area would feel sore. When I¿ve changed the flange I have occasionally had to use a ¿second skin¿ (B)(6) under the flange to give it some additional protection where the plastic disc has dug in." Photos depicting the reported complaint issue were provided by the complainant.